Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device not turning on was not confirmed. However, during evaluation, it was determined that the device ran on its own and stayed running when the trigger was released. It was further determined that the thrust disc was displaced on the set screw, it had too much play, and the space was greater than 0.5mm. The assignable root cause was determined to be due to wear from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during cleaning, it was discovered that the battery oscillator device was not turning on. During in-house engineering evaluation, it was observed that the device ran on its own and stayed running when the trigger was released. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.